Manufacturer narrative:
The sodium electrode serial number is (B)(6). The expiration date was not provided. The field service engineer (fse) inspected the analyzer and determined that a blocked vacuum system and buildup in the dilution vessel and vacuum nozzle caused the event. He cleared the residual liquid in the dilution cup; cleaned the vacuum tubing, vacuum nozzle, and waste bottle valve; inspected the dilution cup, sipper nozzle, electrodes, and o-rings; decontaminated the ion-selective electrode (ise) system; and performed successful air purges, primes, ise checks, calibrations, qcs, and precision checks. The investigation determined that the hardware issue identified by the fse caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable sodium electrode assay results for multiple patient samples tested on the cobas pro ise analytical unit. Two patient samples with discrepant results were provided: patient sample 1 the initial result from the first module was 145 meq/l. The repeat result from the second module was 136 meq/l. Patient sample 2 the initial result from the first module was 148 meq/l. The repeat result from the second module was 137 meq/l. Failed delta checks prompted the rerun of the patient samples. The repeat results were deemed correct.